Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection revealed the bolt guiding is broken. No manufacturing related issues were found during the device history review. This article was manufactured according to specifications. The event was determined to be indeterminate.

Event description:
The fitting tip broke off. This is 1 of 1 report for this event, complaint (B)(4).